Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient born in 1962. Medical history and concomitant medications were not provided . The patient received human regular insulin (humulin r, cartridge), 10 in the morning, 8 at noon and 6 at night (units not provided); and, human insulin isophane suspension (humulin n, cartridge) subcutaneously, 18 before sleep (units not provided) via a humapen, unknown device, for treatment of diabetes mellitus beginning on (B)(6) 1999. On (B)(6) 2014, time to onset of 15 years and 13 days, the patient went to hospital as an outpatient because the blood glucose level was higher. Fasting blood glucose was 8 and postprandial blood glucose was 14 to 15 (units not provided). Metformin hydrochloride was started due to the event. On (B)(6) 2014, the patient was hospitalized because blood glucose levels were higher again. Fasting blood glucose was 8 and postprandial blood glucose was 14 to 15 (units not provided). About (B)(6) 2014, after eight days of hospitalization, the patient was discharged. Corrective treatment was not provided. At the time of the (B)(6) 2014 report, fasting blood glucose was 7 and postprandial blood glucose was 10 (units not provided). In addition, the humapen, unknown device, was broken (specific time and site of trouble were unknown) and a new injection pen was given at hospital by physician (product complaint (B)(4)). The outcome of the event was recovering. Human regular insulin and human insulin isophane suspension were ongoing. The patient operated the device and the training status was not reported. General device duration was approximately 15 years and 13 days and suspect device duration was unknown. The device was not returned. The reporting consumer did not provide an opinion of relatedness. Update 30oct2014: upon review of this case on 30oct2014, the case was opened to update the medwatch fields. Update 03nov2014: follow-up was received from the affiliate on 30oct2014. Attempts to reach the reporter were unsuccessful as the provided contact information was incorrect. This case will be considered lost to follow-up. Update 11nov2014: clarification received from affiliate that the reporter originally indicated the device as a humapen, unknown device rather than a humapen ergo device during the initial report on 24oct2014. Recoded device to humapen, unknown device and updated the EU/ca fields and narrative accordingly. Additionally, product complaint number received on 04nov2014 was processed into this case. Update 13nov2014. Information received 12nov2014 from the global product complaint system did not contain any new information.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 19nov2014. No further follow up is planned. Evaluation summary a patient reported her humapen ergo was broken. She experienced a high blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Based on the information provided, the patient may have used the device beyond its approved use life. Humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient may have used the device beyond its approved use life.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program, concerns a chinese female patient (B)(6). Medical history and concomitant medications were not provided . The patient received human regular insulin (humulin r, cartridge), 10 in the morning, 8 at noon and 6 at night (units not provided); and, human insulin isophane suspension (humulin n, cartridge) subcutaneously, 18 before sleep (units not provided) via a humapen, unknown device, for treatment of diabetes mellitus beginning on (B)(6) 1999. On (B)(6) 2014, time to onset of 15 years and 13 days, the patient went to hospital as an outpatient because the blood glucose level was higher. Fasting blood glucose was 8 and postprandial blood glucose was 14 to 15 (units not provided). Metformin hydrochloride was started due to the event. On (B)(6) 2014, the patient was hospitalized because blood glucose levels were higher again. Fasting blood glucose was 8 and postprandial blood glucose was 14 to 15 (units not provided). About (B)(6) 2014, after eight days of hospitalization, the patient was discharged. Corrective treatment was not provided. At the time of the (B)(6) 2014 report, fasting blood glucose was 7 and postprandial blood glucose was 10 (units not provided). In addition, the humapen, unknown device, was broken (specific time and site of trouble were unknown) and a new injection pen was given at hospital by physician ((B)(4)). The outcome of the event was recovering. Human regular insulin and human insulin isophane suspension were ongoing. The patient operated the device and the training status was not reported. General device duration was approximately 15 years and 13 days and suspect device duration was unknown. The device was not returned. The reporting consumer did not provide an opinion of relatedness. Update 30oct2014: upon review of this case on 30oct2014, the case was opened to update the medwatch fields. Update 03nov2014: follow-up was received from the affiliate on 30oct2014. Attempts to reach the reporter were unsuccessful as the provided contact information was incorrect. This case will be considered lost to follow-up. Update 11nov2014: clarification received from affiliate that the reporter originally indicated the device as a humapen, unknown device rather than a humapen ergo device during the initial report on 24oct2014. Recoded device to humapen, unknown device and updated the EU/ca fields and narrative accordingly. Additionally, product complaint number received on 04nov2014 was processed into this case. Update 13nov2014. Information received 12nov2014 from the global product complaint system did not contain any new information. Update 19nov2014: additional information received on 18nov2014 from the global product complaint database added the device specific safety summary; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.